Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery (rca). The 2.0x20mm mini trek balloon dilatation catheter (bdc) was unpacked, soaked, and prepped prior to use without issue. Reportedly, the mini trek was advanced to the lesion without resistance; however, prior to inflation a hole was noted in the balloon. The mini trek was removed without issue. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Another 2.0x20mm mini trek bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported hole in the balloon was confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no nonconformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for a hole in the balloon. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.